Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced ventricular tachycardia falling into the conditional zone. This s-ICD was found to have exhibited oversensing of the ventricular tachycardia (vt) resulting in a delivered inappropriate shock. Device data was sent to rhythmcare for review. Rhythmcare then provided further troubleshooting and programming options to be considered at the next follow up appointment. Additional information was received that an x-ray was completed to evaluate the system placement. The electrode was noted to have been in a slightly higher position than expected. The device was subsequently reprogrammed to a lower conditional zone. This device remains in service. No adverse patient effects were reported.